Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero quad-fuse extension set with needleless connector had separated. The following information was provided by the initial reporter: PICC line completely disconnected from quadfuse. Product number: mz9275. Lot number: 25098306.